Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed. A 2.5x38mm rx xience prox stent delivery system (sds) was advanced; however, resistance was met with the patients anatomy and the proximal shaft was noted to be separated. The sds was simply removed. Another xience sds was used to ultimately treat the lesion. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience prox device is currently not commercially available in the us.; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.